Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced dissatisfaction with not being able to consistently achieve an erection. The patient was unable to pump consistently after pump occlusion. The ipp was explanted. No patient complications reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.